Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited oversensing with a high sensing integrity counter (sic), no capture at maximum output, and high, out of range pacing impedance. A fracture was confirmed. The lead and detections were initially programmed off and the patient was given a life vest. The lead was later capped and replaced. No further patient complications have been reported as a result of this event.